Event description:
Information received with return of the explanted device notes that the patient experienced syncope and "facial traumatism". The device exhibited premature end of life "probably due to use of electrical lancer".